Event description:
It was reported by a pt that they sustained pigmentation around the eyes after treatment with an aluma laser.

Manufacturer narrative:
Reasonable attempts were made to contact the pt, however, no additional info was provided. Should additional info be reported, a f/u MDR will be filed.